Manufacturer narrative:
The DHR was reviewed and mrr (B)(4) was found on 440a raw material lot #x1363 for ø a oversize. The me determined that 0.010mm oversize on the raw material diameter will not affect manufacturing. The engineering manager accepted the material use as is because there is no affect to fit or function. This nonconformance is not relevant to this complaint condition.

Event description:
The or director reported five (5) screwdrivers that were peel packed individually while going through sterilization, left a greasy substance on the inside of the package when opened up. The or staff does not feel they are sterile due to the greasy substance and feel they could be a potential problem. The sales consultant believes these were not involved in a surgery and that they are proactively being reported by the hospital. This is 3 of 5 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.